Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: 7/22/2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight and ethnicity: unknown/ not provided. Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to poor refractive outcome and anisometropic issues described as blurry vision, unable to make the eyes work together, the patient felt "crazy and dizzy". Date of onset of symptoms was since day one (1) post-op. The patient was not happy with visual outcome, but was ok when wearing prescription glasses. There was no patient post-op injury, no vitrectomy, and no incision enlargement. Replacement lens was a different model, za9003 and higher diopter, 18.5. No other information was provided.